Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), upon power up the device's display turned completely gray with vertical lines and no clinical information could be seen. Complainant indicated that the clinician used another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's color lcd module was replaced to remedy the malfunction. Analysis for reports of this type has not identified an increase in trend.